Manufacturer narrative:
The device history records for lot 1019800 were reviewed, all required testing specs were met prior to release, there were no abnormalities noted.

Event description:
A pt (B)(6) was enrolled in the (B)(4) study for stress urinary incontinence. The pt was injected with 2.5 ml coaptite on (B)(6) 2010. On (B)(6) 2010, the pt experienced urinary retention diagnosed by pt's report. The pt was treated with foley catheterization. The pt recovered on (B)(6) 2010. Per physician, the event was of moderate severity and definitely related to coaptite.